Manufacturer narrative:
Unknown. Device evaluation: one device was received. The device was received in good condition with no physical damage or adulterations. During the functional testing, there was some vibration noise detected the second time the device was turned on. The device heated up to 41.6 degrees celsius each time the device was started, this is within tolerance. The vibration noise caused by the compressor was corrected by removing the orange plug in the tower air fitting them reinserting it fully. When there is no orange plug or black tubing (for the pressure chambers) inserted into the fitting fully, it can cause extra vibrations in the compressor assembly usually causing the fitting from the compressor ground wire to vibrate against the compressor chasis. Vibrations did not repeat after correction.

Event description:
It was reported that the device was not heating and it makes a loud vibration noise. Issue occurred upon opening after receiving back from service. There was no patient involvement and no patient harm/adverse event reported.